Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. Nj was used as a place holder based. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd alcohol swabs the expiration date was discovered to be missing on package. The following information was provided by the initial reporter: stated she got them a few years ago and can not find an expiration date on them. Consumer called to inquire if her bd alcohol swabs were still good. Stated the trademark date on the box is 2009. Informed consumer that bd products are tested for 5 years and it is not recommended to use expired product. Consumer stated she uses these to clean items and can't see anything wrong with them since they are still moist.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This batch was manufactured in 2010, files are only retained for 7 years, therefore no DHR review can be completed.

Event description:
It was reported that during use with a bd alcohol swabs the expiration date was discovered to be missing on package. The following information was provided by the initial reporter: stated she got them a few years ago and can not find an expiration date on them. Consumer called to inquire if her bd alcohol swabs were still good. Stated the trademark date on the box is 2009. Informed consumer that bd products are tested for 5 years and it is not recommended to use expired product. Consumer stated she uses these to clean items and can't see anything wrong with them since they are still moist.